Event description:
Customer reported experiencing low blood glucose with the lowest level recorded at 47 mg/dl, confirmed by both cgm and bg meter. Cause not known. Corrective actions included consuming carbohydrates to address the low bg, confirming settings and software were functioning correctly, and proceeding with a supplies check, while no excess insulin or further assistance was necessary.